Event description:
Hcp reported pt was admitted to hosp in 2002 with their incision site "red and infected". Device has been explanted but has not been returned for analysis. A f/u report will be sent when add'l info is rec'd.